Manufacturer narrative:
The complainant reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a procedure in (B)(6) 2011 (exact date unknown).according to the complainant, the patient experienced pelvic pain post procedure (exact date of onset unknown). The physician reported that the patient's body appeared to reject the implant as the patient would not heal. On (B)(6), 2011, the physician removed the sling from the patient. The patient's current condition was reported to be "fine."attempts to obtain additional information have been unsuccessful.

Event description:
It was reported that the procedure date was (B)(6), 2011 and there were no complications during this procedure. The patient presented with pelvic pain several months after the initial procedure but the exact date is unknown. The physician reported that the patient did not appear to be recovering normally from the pain but that there was no allergic reaction or inflammatory response to the sling material. After the patient presented with pain, the physician found visible exposure of the mesh (exact date unknown) and reported that there did not appear to be any dehiscence. The pelvic pain was reported to have resolved after removal of the sling. It was confirmed that the entire sling was removed from the patient.